Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope insertion tube was crushed. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the connecting tube had a dent and discoloration, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the connecting tube had discoloration and a wrinkle, the scope connector cover unit had a scratch, the scope connector had corrosion and a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the grip had discoloration and a scratch, the suction cover had discoloration and a scratch, the switch box had discoloration and a scratch, the suction cylinder was shaved, the lock engagement knob had discoloration, the lock engagement lever had discoloration, the up/down knob had corrosion, the up/down and right/left knobs both had discoloration, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, and the control unit had discoloration and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was not confirmed if the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The event can be detected and prevented in accordance with the following IFU: ¿ the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.